Event description:
Cormet revision of the right hip after 6 years 4 months.

Manufacturer narrative:
(B)(4). Device details, pt medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records to be reviewed. Please note: this event is reported to the FDA due to the incident experienced with a device that is similar to those placed on the market in the USA. However, this incident occurred outside of the USA.